Manufacturer narrative:
Concomitant product: product ID 3093-33, lot # v735565, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient programmer was not connecting to the implantable neurostimulator (ins) with or without the antenna. The patient was trying to increase their stimulation, but was not able to. The patient was getting the poor communication screen. The patient programmer was damaged and it was unknown how it got damaged. The patient had a return of symptoms in (B)(6) 2015 and was going to the bathroom 4 times per hour again. The patient couldn¿t recall the last time they felt stimulation. The patient¿s ins was replaced on (B)(6) 2015. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.